Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose during the night and wanted to learn to adjust insulin pump. Customer's blood glucose was 47 mg/dl. Customer was learning how to program insulin pump and was going to inquire on continuous glucose monitoring system with healthcare professional.